Manufacturer narrative:
1.1mm non-threaded guide wire 150mm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, the patient is in his thirties - exact age unknown, dob & weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgery for the right-distal radial fracture and the left-radial head fracture was performed on (B)(6) 2017. At first, a va-tcp (variable angle volar radius distal plate) plate and hcs (countersinkable compression screw) 2.4mm screws, 3 guide wires (292.623s guidewire ø1.1 l150 sst) were used for the right -distal radial fracture. After that, when the left-radial head fracture was fixed, the surgeon re-used those 3 guide wires previously applied on the right distal radial fracture because only 3 guide wires were prepared for this surgery. Then, the tip of the 1 guide wire broke in the radial bone head. Because the fragmented tip seemed impossible to be removed from the bone head, the surgeon decided to leave the fragmented tip there. After the surgeon inserted the remaining 2 guide wires, the reported drill bit was inserted. Then, the drill bit made contact with the fragmented guide wire, so the surgeon removed the drill bit and found that the tip of the drill bit had broken and stayed in the bone. But the fragmented drill bit could be removed. According to the surgeon¿s comment, the broken guide wire seemed to have lost some intensity due to the re-use. Also, the guide wire was being pulled out under its curved circumstances. The surgery was completed with a 10-minute delay. There was no adverse consequence to the patient. The patient is in his 30ties - exact age unknown. Patient outcome: good. Procedure was completed successfully. This complaint involves 2 parts. Concomitant parts: guide wires (part# unknown / lot# unknown / quantity 2), va-tcp plate (part# unknown / lot# unknown / quantity 1), hcs screws (part# unknown / lot# unknown / quantity unknown). (B)(4).